Event description:
Information was received from a healthcare provider regarding a patient with an implantable pump containing baclofen (unknown) (2000 mcg/ml at 300mcg/day). It was reported that the patient's pump was eroding through their skin. It was unknown if there were any env ironmental/external/patient factors that may have led or contributed. To resolve the event, the pump and the catheter were explanted on (B)(6), 2026 and replaced on (B)(6)with a new pump and catheter on the opposite side.

Manufacturer narrative:
Continuation of d10: product ID 8709 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6)2007; explant date (B)(6)2026-07-03 section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 8596sc (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6)20190; explant date (B)(6)2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.